Manufacturer narrative:
Summary of event: as reported, during a procedure involving placement of a stent, a flexor ansel guiding sheath unraveled. Contralateral access was obtained in the left side to target the right superficial femoral artery; however, the procedure reportedly also involved the left common and external iliac arteries. The access site was scarred, and the anatomy was calcified. The bifurcation was normal. Resistance was not encountered upon insertion of the sheath or upon insertion or removal of other devices through the sheath. After the other manufacturer's 6mm x 40mm stent was placed, the sheath was pulled back. Resistance was encountered upon removal of the sheath; however, the dilator was not reinserted prior to removal, and the sheath was removed without a wire guide or any other device in the sheath lumen. Once the sheath was "back at the right side", the sheath unraveled, and the sheath material separated (but was connected by the unraveled coils). Blood reportedly came out of the device and hemostats were instantly placed and the sheath was successfully removed from the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The sheath was separated, starting at approximately three centimeters from the white cap. Several points of damage were noted along the entire length of the sheath. A document-based investigation evaluation was performed. No related non-conformances or additional complaints were found on either potential lot number. The product IFU warns ¿reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification at the time of manufacture. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a manufacturing deficiency contributed to this event; however, the complaint device was manufactured prior to implementation of corrective actions resulting from a previously completed CAPA. A previously closed CAPA found that the thin wall of the ptfe liner is susceptible to damage from handling and processing during profiling and coiling processes; leading to an increased susceptibility to shaft separation. Corrective actions were implemented, including 100% bond inspections, increase of the minimum allowable tensile strength, improvements to the baking process, and reduction in shelf life of inner liner raw material. The complaint device was manufactured prior to implementation of the corrective actions. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
The lot number is either 15378873 or 15378874. Customer name and address= (B)(6). Postal code: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving placement of a stent, a flexor ansel guiding sheath unraveled. Contralateral access was obtained in the left side to target the right superficial femoral artery; however, the procedure reportedly also involved the left common and external iliac arteries. The access site was scarred and the anatomy was calcified. The bifurcation was normal. Resistance was not encountered upon insertion of the sheath or upon insertion or removal of other devices through the sheath. After the other manufacturer's 6mm x 40mm stent was placed, the sheath was pulled back. Resistance was encountered upon removal of the sheath; however, the dilator was not reinserted prior to removal, and the sheath was removed without a wire guide or any other device in the sheath lumen. Once the sheath was "back at the right side", the sheath unraveled and the sheath material separated (but was connected by the unraveled coils). Blood reportedly came out of the device and hemostats were instantly placed and the sheath was successfully removed from the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.